Event description:
IV infusion lines were being primed for patients with 0.9% nacl. The hospira plum set tubing was inserted into the hospira pump and it was noted that there was IV solution that was leaking from either the "air vent" above the drip chamber or from the area where the clear drip chamber is fused to the rigid pvc spike adapter.